Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support a (B)(6) year old male patient who had been admitted in for a protected percutaneous coronary intervention (pci). The patient was known to have multivessel coronary artery disease. The other medical history and/or comorbidities were not shared. The first coronary had angioplasty and then the patient was sent to the ICU for monitoring. There was oozing noted at the access site. A hematoma was developing and manual pressure was applied to express the hematoma. The following day the patient returned to the catheterization lab for the second vessel pci and then the pump was weaned and explanted on the 5th day of support. Bleeding is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.